Manufacturer narrative:
Sections with additional information as of 14-oct-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Expired test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-062 user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 09-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 263 and 240mg/dl. The customer was not using the proper testing technique. The customer¿s expected am fasting blood glucose test result range is 115-150mg/dl and expected pm fasting blood glucose test result range is 130-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated when he had obtained the results of 240, 263 and 209mg/dl, he had gone to his doctor's for a previous appointment, and they had tested using their meter and obtained a result of 123mg/dl non-fasting; tests were not back to back and were performed an hour and half apart. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 187mg/dl and 255mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Corrected sections as of 15-oct-2021. H6: corrected FDA's type of investigation, investigation findings, and investigation conclusions.